Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6935m62 lead implanted: (B)(6) 2013; 5076-52 lead implanted: (B)(6) 2013. (B)(4).

Event description:
Sustained failure to capture was also noted.

Event description:
It was reported that since the last check, there had been a substantial, progressive increase in lv (left ventricular) threshold to high levels. Polarity was reprogrammed, the event resolved without sequelae, and the lead remains in use. The lead was noted to be part of the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)